Manufacturer narrative:
The device has been returned and evaluated by product analysis on 25-jul-2019 the following findings: during investigation, the pump returned with keypad without rubber cover. Contrast, ok keys are not working, down, up keys are intermittently responding. Removed the plastic cover, found contamination under the all key contacts. Keypad flex is broken. Due to this issue - contrast, ok keys are not working. Unable to test bolus button due ok is not working. Bolus button is intact. Additionally, the display lens was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.